Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero tubing partially separated from hub; leaked and drew air during lab draw. The following information was provided by the initial reporter: nurse inserted IV and immediately afterward went to draw bloodwork. Noted that ++ air was being siphoned. Assessed IV catheter system and noted that the area between the distal pink hub and tubing was partially disconnected and leaking blood. Delay in patient case removed and new IV inserted (additional cost).

Event description:
No additional information.

Manufacturer narrative:
Patient codes updated: investigation results: the complaint that the extension tube was partially disconnected from the pink hub was confirmed from the photograph that was provided for investigation. The photograph showed a 20g nexiva IV catheter. The needle had been removed from the catheter and the device exhibited evidence of use. What appeared to be blood residue was observed within the extension tubing and catheter tubing. What was consistent with air bubbles was observed in the extension tubing, which would be a concomitant issue from the partially separated extension tube. The extension tubing was positioned within the pink luer adapter but was not aligned with the axis of the adapter. It appeared that the tubing was partially separated from the adapter. Due to the condition of the sample, the root cause of the reported issue could not be determined from the photograph. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.